Event description:
Procedure type: gastrectomy. According to the reporter: during the procedure, an eea25 device was used, but wasn't apparently the right instrument, as the operator could not manage to connect the anvil to the head of the device. The reporting person stated that a longer instrument should have been utilized for this procedure. The procedure was subsequently converted to open surgery to complete the anastomosis. The operating time was extended two hours.